Event description:
The port was placed 8/13/97 and used for weekly infusions by injection of vitamins and potassium. The pt was being treated 10/29/96 when she felt the port "pop". A dye study showed extravasation. The port was removed.